Event description:
According to the reporter, during a laparoscopic ventral hernia repair procedure, when fixating the mesh. The needle broke in half and fell into the patient's cavity. An x-ray was performed and half of the needle was able to retrieved. The surgical time was extended 30 minutes or more due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair procedure, when fixating the mesh. The needle broke in half and fell into the patient's cavity. An x-ray was performed and half of the needle was retrieved. The other half of the needle was left inside the patient. The surgical time was extended for 30 minutes or more due to the product problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair procedure, when fixating the mesh. The needle broke in half and fell into the patient's cavity. An x-ray was performed and the needle was able to retrieve. The surgical time was extended 30 minutes or more due to the product problem.

Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#n3g1339y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.